Manufacturer narrative:
(B)(4). A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Unit had minor scratched lcd window, cracked lcd window, cracked case at display window corner, cracked battery tube threads, missing reservoir tube o-ring, cracked reservoir tube, stained address/serial number label and missing end cap sticker.

Event description:
The customer reported via phone call that there was crack on the at the upper right screen area and reservoir lip was cracked and fixed to break off. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.